Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm, moisture damage, spi to motor pic communication error alarm and keypad anomaly. Customer's blood glucose level was 181 mg/dl. Customer advised they were at a lake and water may have gone inside their insulin pump. Customer advised the buttons were unresponsive, they replaced the batteries and the buttons began to work. Customer advised there was discoloration and fog inside of the lcd display screen. Customer had multiple alarms and issues with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. We were unable to verify unresponsive buttons, off no power alarm, unexpected restart alarm or alarm due to blank display. The insulin pump was received with corroded motor home switch. The insulin pump had a cracked case at display window corners. And minor scratches on lcd window.